Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic for a follow up, unexpected back up mode was observed. Programming changes were made to restore the device. The device was not returned to nominal settings and the patient was stable.